Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site and subsequently was treated with oral and topical antibiotics (specific date not reported) for three weeks. The patient was placed under general anesthesia on (B)(6) 2023, in order to undergo a skin revision surgery.